Manufacturer narrative:
Quality evaluation of ptc received on 24-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal cramping and severe pelvic pain (not during menstruation), serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the events after insertion and underwent salpingectomy to remove the essure devices. Given events' nature causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 25-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On or about (B)(6) 2015, plaintiff had an hysterosalpingogram that confirmed full occlusion of her fallopian tubes. On or about (B)(6) 2014, she began experiencing bouts of fatigue. On or about (B)(6) 2015, she also experienced some weight fluctuation, gaining approximately eight pounds. On or about (B)(6) 2015, plaintiff also began experiencing itching and severe abdominal cramping (not during menstruation). On or about (B)(6) 2015, she began experiencing severe abdominal and pelvic pain (not during menstruation), severe back pain, and severe joint pain. In the summer of 2015, she began experiencing migraines and severe chest pain. During this time, on or about spring of 2015, plaintiff searched online about the symptoms she was experiencing and realized that her symptoms might be related to essure. She presented to her doctor, complaining of her symptoms and was concluded it would be worth undergoing a salpingectomy to remove the essure devices given it could have been causing her symptoms. On or about (B)(6) 2016, she underwent a salpingectomy with removal of the essure devices. Following her salpingectomy, many of symptoms have resolved, but not all of them. She has still experiencing some symptoms, including chest pain about once a month, but at a significantly decreased frequency and decreased severity. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal cramping and severe pelvic pain (not during menstruation), serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the events after insertion and underwent salpingectomy to remove the essure devices. Given events' nature causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("severe abdominal cramping (not during menstruation)"), the second episode of abdominal pain ("severe abdominal pain (not during menstruation)") and pelvic pain ("severe pelvic pain (not during menstruation)/pain,") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no tube perforation. No adhesions. Concurrent conditions included headache, stomach pain, fever, vaginal bleeding, cough, respiratory tract congestion, chest tightness, musculoskeletal chest pain and gastroesophageal reflux disease. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced weight increased ("gaining approximately eight pounds"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuation"). On (B)(6) 2015, the patient experienced pruritus ("itching/itching skins"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and arthralgia ("severe joint pain"). In 2015, the patient experienced chest pain ("severe chest pain"). On (B)(6) 2015, the patient experienced migraine ("migraines/migraines / headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of abdominal pain, pelvic pain, back pain, arthralgia, chest pain and dysmenorrhoea was resolving, the fatigue, weight fluctuation, weight increased and migraine outcome was unknown and the pruritus had resolved. The reporter considered arthralgia, back pain, chest pain, dysmenorrhoea, fatigue, migraine, pelvic pain, pruritus, weight fluctuation, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: on (B)(6) 2013 , reported as height and weight were obtained. Date of insertion as per pfs (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: events outcome updated incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("severe abdominal cramping (not during menstruation)"), the second episode of abdominal pain ("severe abdominal pain (not during menstruation)") and pelvic pain ("severe pelvic pain (not during menstruation)/pain,") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no tube perforation. No adhesions. Concurrent conditions included headache, stomach pain, fever, vaginal bleeding, cough, respiratory tract congestion, chest tightness, musculoskeletal chest pain and gastroesophageal reflux disease. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuation"). On (B)(6) 2015, the patient experienced pruritus ("itching/itching skins"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and arthralgia ("severe joint pain"). In 2015, the patient experienced chest pain ("severe chest pain"). On (B)(6) 2015, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced weight increased ("gaining approximately eight pounds"). The patient was treated with surgery, surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the last episode of abdominal pain, pelvic pain, fatigue, weight fluctuation, weight increased, pruritus, back pain, arthralgia, migraine and dysmenorrhoea outcome was unknown and the chest pain had not resolved. The reporter considered arthralgia, back pain, chest pain, dysmenorrhoea, fatigue, migraine, pelvic pain, pruritus, weight fluctuation, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: on (B)(6) 2013 , reported as height and weight were obtained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet, medical records, medically confirmed, new reporter, patient demographic, lab data , concurrent condition ,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, start date updated ,concomitant product, new events dysmenorrhea (cramping) were added. The events rashes or skin conditions type: itching skins, migraines / headaches, pain, weight gain / loss specify which one, clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.